Event description:
4/11/96 left colectomy with low anterior resection. Pt developed post-op leak with peritonitis with readmission on 4/21/96. Progressed to multiple symstems organ failure. Anastomosis tested at time of surgery 4/11/96, saline and air with no extravasation.